Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had requested to have her scs system removed due to pain at the ipg site. The patient has reportedly been referred for a system explant.